Event description:
Device 3 of 3. Reference MFR report: 1627487-2014-06215 and reference MFR report: 1627487-2014-06216. It was reported the patient experienced a sharp burning, shock-like pain whenever the scs ipg was off. The patient had unbearable pain in her back at the implant site whenever she moved to a sitting position and then when standing back up. The patient reported her physician indicated it was her rsd initially, and later they told her the stimulator was moving when she moved. F/u info identified the patient was receiving effective stimulation. The patient's entire scs system removed. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.